Manufacturer narrative:
Correction: h6 (removed f1906) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a stoma closure, during the first firing of bowel resection, two segments of small intestine for the stoma were resected. In both small intestinal segments, there was a part where one part of the staple was not applied, but only resection was able to be performed. Since there was no bleeding or oozing at all due to this operation, the abnormality of the staple line was not noticed until after completion of the anastomosis and closure of the insertion site. The right side has a staple, and the left side has no staple. The upper side has a staple, and the lower side has no staple. The lower side has a staple, and a partof the right side of the upper side has no staple. The left side has a staple; a part of the right side has no staple, although a part on the lower part of the right side is protruding. As far as can be checked with the naked eye, the staple is properly formed in a b-shape. After that, the staple was not attached, and only what appeared to be bite marks of the stapler remained. The right sidehas a staple, and the left side has no staple in a part on both the upper and lower sides. Even in areas where a staple was applied, a part of the intestine was opened. As far as seen with the naked eye, all were able to achieve b-shape formation.

Manufacturer narrative:
D10 concomitant products: sigphandle sig power sigphandle handle - (serial#unknown); sigpshell sig power sigpshell control shell - (lot#unknown); sigadaptstnd sig power sigadaptstnd linear adapte - (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.